Manufacturer narrative:
The device was not returned for analysis. An event of valve underexpansion and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, causes for the reported valve underexpansion and heart block could not be conclusively determined. It is possible that procedural conditions, such as calcification or implant depth, contributed to the reported issues. However, this cannot be confirmed. The reported unexpected medical intervention and surgical intervention were the result of case-specific circumstances, as a post-implant valvuloplasty was performed, and permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vison valve was chosen for implant transcatheter aortic valve replacement (tavr) procedure using a small flexnav delivery system. There was calcification extending beneath the aortic annular plane in the interventricular septum. During procedure, after pre-balloon aortic valvuloplasty (bav) the patient had complete heart block. The valve was implanted at a depth of 4mm at non-coronary cusp (ncc) and 5mm at left coronary cusp (lcc). After the implant an under-expansion of the valve was noted and a post bav was performed. There was no delay in the procedure. After the procedure, the patient received a permanent pacemaker. The patient required prolonged hospital stay for monitoring of rhythm. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.